Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 24mm watchman laa closure device & delivery system (wds) were used. The patient was successfully implanted without any noticeable issues. Later in the day, the patient experienced chest pain but had stable vital signs. Transthoracic echocardiogram (tte) revealed pericardial effusion and the physician prescribed colchicine. On follow-up two days post procedure, a pericardiocentesis was performed and 350ml fluid was drained in the pericardial space. The patient remained stable and was discharged home awaiting the 45 day transesophageal echocardiography (tee).